Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient passed out in the middle of the night and does not remember details of the event and only remembers waking up in the hospital. A review of the device data shows an episode of ventricular tachycardia (vt) which was successfully converted with defibrillation therapy; however, the shocks accelerated the rhythm to ventricular fibrillation (vf). Time to therapy following acceleration post shock to vf appears to be approximately thirty seconds. There were periodic amplitude variations which appears like cardiopulmonary resuscitation (CPR) or some kind of chest manipulations which resulted in under sensing leading to declaration of episode end. A new episode began which was successfully converted after delivery of two shocks. Noise was identified due to switch to alternate vector. A revision procedure was performed and the device was repositioned more posterior; however, defibrillation threshold (dft) testing was performed unsuccessfully two times. The system was explanted and a transvenous system was implanted with successful dft testing. No additional adverse patient effects were reported.